Event description:
Patient with a traumatic left shoulder luxation requiring revision surgery after 7 years of implantation. Intraoperatively, we notice that the polyethylene implant is dissociated from its metal base on which it is normally sealed.